Event description:
It has been reported to philips that the allura xper fd20 system could not expose normally during a permanent cardiac pacemaker implantation. The procedure was aborted immediately and the service engineers were contacted. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected procedure was aborted. The philips field service engineer (fse) inspected the system on-site and confirmed that the exposure was not possible. Review of the system log files showed image processing pc (ippc) was not done. Fse confirmed the ippc was defective and replaced the ippc. After replacement of ippc system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.